Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection revealed a partial separation in the collar/shaft area, with shaft damage (flattened shaft) located 39mm from the tip, and shaft kink located 59mm from the tip. Inspection of the rest of the device found no other damage or defects. The device used with the guidezilla was not returned for analysis, therefore, the guidezilla was tested with a 6f introducer sheath and a 6f guide catheter (both lab supplied). The tip of the guidezilla was loaded into the guide catheter and could only advance approximately 40mm, then stopped. The tip of the guidezilla was then loaded into the hub of the introducer sheath and advanced easily through the device.

Event description:
Reportable based on device analysis completed on 28oct2020. It was reported that the guidezilla was not able to cross inside the guide catheter. The target lesion was located in the severely calcified middle of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was not able to cross inside the guide catheter. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a partial collar/shaft separation.